Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switches on automatically and cannot be switched off without removing the pad-pak.

Event description:
There was no patient involved. Device switches on automatically and cannot be switched off without removing the pad-pak.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 5th may 2016. The device was returned for switching on automatically and failing to switch off via the on/off button. The device records multiple manual power ons in the history log, mainly of ten minutes duration and some of nonsensical duration between the 26th march 2018 and the last log entry on the 15th june 2018. The device was witnessed switching on automatically during the course of the investigation. The fault was traced back to corrosion on multiple tracks of the membrane tail, including track 13 (on button). The fault could not be replicated when the corrosion was cleared. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. This would confirm a fault with the original membrane due to corrosion on the membrane tail. It is possible the user witnessed the device switching on automatically shortly after shutdown and interpreted this as the device failing to switch off. Alternatively, the device may have been failing to switch off via the on/off button and this may have been another symptom of the corrosion on the membrane tail, however, the device was successfully powering off via the on/off button during the investigation. The corrosion observed on the membrane tail would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.